Event description:
It has been reported that the gel of the pads was melted when the customer retrieved the pads for use on a patient. The patient did not survive.

Manufacturer narrative:
Updated device problem code updated patient outcome updating type of report to product problem removing recall z-0881-2022 as the customer allegation is not included within the remedial action that was originally sent. The discolored appearance does not have any impact on the delivery of therapy. This is not a reportable malfunction. The data logs were reviewed and no fault was found with the device. The pads were able to perform multiple shocks as seen in the ECG.

Event description:
The patient outcome is unknown.